Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was an attempt to stretch the balloon and it was unable to get it back into the sheath. After multiple attempts the balloon catheter made its way back into the sheath. When removed from the body, the sheath was observed to be ¿warped and buckled¿. Additionally, the sheath was noted to be deformed at the deflection site and that the deflection mechanism had broken, thus the sheath could not be deflected. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the reported sheath 4fc12 83743 showed the shaft was kinked and folded at 2.55 inches proximal from the tip. There was difficulty in steerability because of the kink on the shaft. In conclusion, the reported shaft kink and steerability issues were confirmed through product analysis. The reported sheath failed the returned product inspection due to the shaft kink. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.